Event description:
Per the physician, the patient was explanted due migration of the device out of the cochlea and facial nerve stimulation. Patient was explanted in 2009, and the patient was reimplanted with a new device during the same surgery.